Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which urethral atrophy was noted; therefore, the aus was removed, and no new components were implanted. There were no device issues and no further patient complications reported.